Manufacturer narrative:
The investigation determined that a lower than expected vitros dgxn quality control result was obtained on a vitros 5600 integrated system. The investigation could not determine the most likely assignable cause for the event. Historical dgxn quality control results obtained from the mas controls indicated within-lab imprecision was occurring, therefore a dgxn slide lot issue cannot be ruled out as contributing to the event. An issue with the mas control fluids in use cannot be ruled out as contributing to the event. Acceptable within-lab precision was obtained using a vitros control fluid. Finally, an instrument related issue cannot be ruled out. Service actions were performed on the vitros 5600 system, however, no appropriate pre or post within-run precision testing was performed to assess the performance of the vitros system, therefore, it is unknown if the vitros 5600 system was performing as intended.

Event description:
A customer observed lower than expected vitros dgxn quality control results obtained on a vitros 5600 integrated system. Quality control result of 0.4 ng/ml versus an expected result of 1.86 ng/ml. Biased results of the magnitude and direction observed may lead to inappropriate physician action if patient samples were affected. The customer made no allegation that patient sample results were affected, however, the investigation cannot conclude that patient sample results had not been affected or would not be affected if the event were to recur undetected. There was no allegation of patient harm. (B)(4).